Event description:
Reportedly, after prolonged resuscitation including cardioversion at home, patient was hospitalized. Temporary pacemaker was positioned to replace the malfunctioning pacemaker involved in this MDR report. After intensive care, patient deteriorated and died 3 days later. No patient files are available. The device was returned for analysis.

Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.